Manufacturer narrative:
The investigation for the reported positioning issue and cardiac arrest has been completed. The cause of the positioning issue was determined to be an unintentional use error since the pump pulled out during 23 fr peel-away sheath removal and repositioning unit advancement. The distal tip/outlet came back slightly in the main pa and was re-advanced without visualization. The root cause of the cardiac arrest was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant indicated that a patient suffering from right heart failure had an impella rp flex device implanted for mechanical circulatory support. During the support period, the pump advanced into the right pulmonary artery (rpa) before retracting to the main pulmonary artery (pa). A 23 fr peel-away sheath was extracted, and transesophageal echocardiography (tee) revealed that the outlet was shallow within the main pa. The physician advanced the rp flex and repositioning sheath without direct visualization. It was observed that the motor current/waveform spiked on the automated impella controller (aic). Upon fluoroscopic examination, it was noted that the pump/inlet was situated in the right ventricle (rv) while the tip/outlet was located in the left pulmonary artery (lpa). The pump was subsequently retracted, and a significant pericardial effusion was detected via tee. The patient experienced cardiac arrest, prompting the initiation of cardiopulmonary resuscitation (CPR) and the opening of the chest. The patient was placed on cardiopulmonary bypass (cpb). Surgical exploration uncovered a perforation at the rv apex. The perforation was then surgically repaired, and the rp flex was further retracted and repositioned under fluoroscopic guidance. Subsequently, the patient ultimately expired while on support.

Manufacturer narrative:
Correction: g2 additional information received regarding procedure, b5 updated.

Event description:
Impella rp inserted over wire till the tip was appropriately positioned in pulmonary artery. Wire pulled out and impella device turned on achieving satisfactory flows. Peelaway sheath was removed and repositioning sheath was advanced to skin level. The patient shortly after had hemodynamic instability and echocardiogram confirmed pericardial effusion, (suspected due to iatrogenic injury during advancing the repositioning sheath). Surgeon came and completed emergent sternotomy, after which, emergent arterial and common atrial cannulation was done and cpb. After systematic exploration of cardiac chambers, injury rv apex observed and repaired using 4-0 prolene. Chest was closed and pump weaned.